Event description:
The wife of a (B)(6) male pt, called zoll customer support to report that the pt was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon evaluation it was discovered that the pulse wire was broken in the front therapy electrode cable. The root cause of the broken pulse wire could not be positively identified but was likely excessive force on the front therapy electrode cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.